Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Persistent otorrhea on the right side following revision surgery. It is considered to proceed with subtotal petrosectomy and removal of the implant.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received the device was explanted due to persistent ottorhea, which was likely related to an infection in the middle ear. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. This is a final report.

Event description:
Persistent otorrhea on the right side following revision surgery. A subtotal petrosectomy and removal of the implant was done.